Event description:
It was reported that the patient had had seizures for about a year and had a ¿dns in his chest to the neck and brain to stop the seizures¿. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Additional information received reported that the patient had been experiencing seizures prior to having the pump implanted, and when the patient first went to the clinic on 2008-(B)(6). The seizures were not considered to be related to the pump. The reporter had no further information.